Manufacturer narrative:
(B)(4). The customer reported that a patient death occurred during spo2 monitoring and that the low level spo2 alarm did not sound. The users requested assistance to make spo2 inops alarm as critical alarms. This is not possible, per the monitor design. In the presence of life threatening events, when no sound is audible, serious injury and/or death can occur. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a patient death occurred during spo2 monitoring and that the low level spo2 alarm did not sound.